Event description:
A customer reported that the coulter lh500 hematology analyzer leaked approximately 2ml of fluid. The leak was not contained within the instrument. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no report of injury or exposure, and medical attention was not sought. Material safety data sheet (msds) was not reviewed, but there is an exposure control plan in place at the facility. No erroneous patient results were generated in connection with this leak. Bec field service engineer (fse) found a hole in the tubing through pinch valves pv14 and pv15. Pinch valves pv14 and pv15 control the aspiration at the blood sampling valve (bsv). The fse replaced the tubing and the leak was fixed. The repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).